Event description:
The stapler locked when it was fired and would not release the intestine during a small bowel resection. The first time the stapler performed as expected but on the second firing it malfunctioned. After the first firing, a staple reload was placed. The reload was placed in the stapler without difficulty. Once the stapler malfunctioned, the surgeon attempted a manual over-ride to open the jaws of the stapler as it was still attached to the bowel. Manual override was unsuccessful. Removal of the stapler from the tissue required the removal of an additional few millimeters of tissue on each side of the stapler.